Manufacturer narrative:
The investigation was not complete at the time of this report. A follow-up report will be submitted with the investigation results.

Event description:
The event is reported as: the customer alleges lingual nerve injury to the patient after the use of the lma device in a procedure. The patient condition was reported as satisfactory.